Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced an infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was relocated to the right side, during the repositioning patient's ipg became inoperable and would not connect to external devices. As a result, the physician elected to replace the generator to address the issue.